Manufacturer narrative:
The event occurred in china during patient treatment. It was reported that the closing assy of the rotaflow drive was found to be broken after the patient was transferred back to the ward, causing a decrease in the flow. The device was subsequently removed from service without any negative consequences for the patient. No harm to any person has been reported. Since the device was exchanged during patient treatment, which stops treatment for a moment, the event can result in a risk for harm of any person. Therefore a report is required. The patient data was not shared by customer. According to the ssu (sales and service unit) the manufacturer was not contacted for repair and the closing assy has been replaced by a third-party service. No service order could be provided by getinge. The reported failure "closing assy broken" was already investigated by lifecycle engineering in a similar complaint. Most probable root causes could be determined: - too excessive force - weakening due to manufacturing errors (air inclusions) - weakening due to aging. Uv light (sun) or contact with chemicals. Based on these investigation results the reported failure "closing assy damaged" could be confirmed. No serial number of the device was provided. Therefore no device history review could be performed. In order to avoid reoccurrence of the reported failure, it is necessary to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. 2.2.3 handling the rotaflow system: to ensure patient safety, only use tested and approved devices, parts, accessories and disposables. Maintenance work and repairs on the device and changes or modifications to it may only be performed by authorized service personnel. Changes or modifications made by the operator are not permitted. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since the serial number of the affected machine has not been provided. According to the ssu (sales and service unit) the serial number cannot be verified. Therefore, it is not possible to identify the serial number of the machine in question and therefore its UDI number.

Event description:
The event occurred in china during patient treatment. It was reported that the closing assy of the rotaflow drive was found to be broken after the patient was transferred back to the ward, causing a decrease in the flow. The device was subsequently removed from service without any negative consequences for the patient. No harm to any person has been reported. Since the device was exchanged during patient treatment, which stops treatment for a moment, the event can result in a risk for harm of any person. Therefore, a report is required. Complaint ID: (B)(4).